Event description:
A falsely elevated troponin I result of 2.55 ng/ml was obtained on a pt sample. The result was reported to the physician who questioned the result. The sample was retested on the same instrument and a result of 0.02 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the most likely cause for the falsely elevated troponin I result was inadequate wash due to clogged wash probe.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the most likely cause for the falsely elevated troponin I result was inadequate wash due to clogged wash probe. Malfunction was resolved after customer corrected the problem with guidance from a dade behring technical assistance representative. The instrument is now operating within specifications.